Event description:
It was reported from ous that the humeral liner impactor tip was broken when the surgeon impacted pre-assembled implant (stem, tray, liner). The surgeon hit 3-4 times for inserting implant. Surgery was ¿good¿. There was a 5-minute delay with no patient adverse event. Two attempts were made to request additional information from the representative and a response was received. Per the representative, no parts/pieces fell into the surgical site. ¿the outcome was nothing special¿. There is no additional information provided by the contacts for this event.

Manufacturer narrative:
As a result of an FDA inspection conducted in jan 2020, exactech, fei 1038671, has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. Country - (B)(6). Engineering analysis: the device was not available for analysis. Design-related issues: the design of the humeral liner impactor tip has been in the field since 2006. Exactech is aware of 6 similar complaint reports involving 7 broken humeral liner impactor tips since 2008. Because the humeral liner impactor tip is used in reverse total shoulder surgeries, sales data for humeral liners was used to calculate an approximate complaint occurrence rate of (B)(4). This is considered ¿very low¿ according to the frequency of occurrence ranking scale. Therefore, this issue does not appear to be design related. Mfg-related issues: exactech is not aware of any other complaint involving parts from this manufacturing lot of 30 units, which has been in the field since 2015. Therefore, this issue does not appear to be manufacturing related. A review of the risk management report (rmr) was conducted to ensure the risk was included and the occurrence is below the threshold. The rmr for this humeral liner impactor tip, 750-2005-021-rmr-instruments rev p, was reviewed. The risk is captured. Corrective actions are not required because the occurrence rate is ¿very low¿, and the risk is captured in the rmr. The broken humeral liner impactor tip reported was likely the result of a stress riser introduced during impaction, which led to crack initiation, propagation, and ultimate fracture of the device. However, this cannot be confirmed as the device was not available for evaluation. This device is used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues or design issues. There is no reported patient adverse event.